Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under infusion that azithromycin 250ml administered, pump alarmed complete with approximately 75-100 ml left in bag (programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow accuracy test. The event history log (ehl) review was performed and revealed that the customer programmed an infusion of azithromycin with the reported parameters on 01-07-2019, no abnormalities were observed. No correction required. Should additional relevant information become available, a supplemental report will be submitted.